Event description:
It was reported that the patient had edema in the left arm. The patient was diagnosed with a thrombosis of the axillo-subclavian vein axis. Follow up indicated that it could not determine if the thrombosis was related to the implant of the device. The patient received an anticoagulant drug and the thrombosis resolved. It was noted that the patient was enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed that no anomalies were found.